Manufacturer narrative:
(B)(4).

Event description:
It was reported that post paced t-wave over sensing was observed. Reprogramming was recommended. No adverse consequences for the patient were reported.